Event description:
The physician treated a lesion in the lad while the tip of the guide wire was in a septal branch. While the physician was removing the rotalink system, a distal portion of the guide wire fractured. The distal portion remains in the pt's artery. No pt injury was reported.